Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to corrosion on components j502, j1005, and u1000 on the computer/analog pca. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting.